Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with injection piperacillin and tazobactam (4.5 gm, twice a day, intravenous, discontinued) for peritonitis. On an unknown date, the patient recovered from peritonitis. Pd therapy was ongoing. No additional information is available.